Manufacturer narrative:
The samples were collected in plastic bd lithium heparin tubes with gel. The specimens were sampled from the primary tubes. Centrifugation data was not supplied by the customer. Service was not dispatched for this event. The customer sent the patient's samples to customer product line support (cpls) for further testing. Cpls testing confirmed the presence a heterophile-like interferent related to alkaline phosphatase, which is observed to the root cause of this event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010 - (B)(6) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off on multiple samples for one patient that were generated on the unicel dxi 800 access immunoassay system. The physicians questioned the patient's accutni results and suspected interference in the patient samples. The customer performed x-rays, extremity venous studies, and administration of procardia and nitroglycerin on the patient due to the elevated results.